Event description:
The customer reported via phone call that there was a urgent care visit for their high blood glucose on (B)(6) 2015. Customer's blood glucose was over 800 mg/dl at the time of admission. The customer stated the cause of their hospitalization was from diabetic ketoacidosis. The customer's blood glucose was 246 mg/dl at the time of the call. Customer treated the blood glucose with the insulin pump and an insulin drip. Troubleshooting found the customer's basal rates were programmed incorrectly. The customer declined to perform a high pressure test. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.